Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6937a-52 implantable pacing lead (B)(6) 2007; 4194 implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was reported that the device had early battery depletion due to high thresholds. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had early battery depletion due to high thresholds. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information:no eval explain code if information is provided in the future, a supplemental report will be issued.